Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) presented with shock impedance measurements above 125 ohms. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical advice. The lead associated with this device is currently unknown. No adverse patient effects were reported. A ts consultant discussed that the programmed shock vector should be tested for the proper configuration as the associated lead was a single coil lead. The shock vector was verified to be correctly programmed for a single coil lead. The ts consultant then provided additional troubleshooting that could be performed to further investigate the system. At a later date, the associated right ventricular (rv) lead was explanted and successfully replaced. No adverse patient effects were reported. This ICD remains implanted and in service.